Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, upon opening outside package of implant noticed the implant poking through the inside package. Surgery was completed with another device. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected and the reported event (damaged sterile packaging) was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.